Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2017 with the following findings: the black box shows evidence of partially discharged batteries being installed. No damage was found to the returned battery cap. The battery compartment was found to be cracked. However, the returned battery cap fully tightens to the pump. The pump powers on with vibratory and audible features. The pump current draws measured within specifications. A battery life issue was not duplicated during testing. A leak test failed due to the battery compartment leak and corrosion was found inside the battery compartment. The pump cover was removed and no further evidence of moisture was found. There were no loose components found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.